Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing confirmed the device failure to complete its internal self-test. The investigation determined that the reported internal self-test failure was due to an isolated component failure in the main circuit board (pcb). Review of the device logs also revealed a single occurrence of system fault sf218 indicating the mother board detected a fault. This watchdog alarm was resolved when the device reset. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.